Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found an open between a pin and connector on the cable.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a interface cable was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, a frame rate error was received on the imaging system. Rebooting the system did not resolve the issue. Site proceeded with c-arm. The procedure was completed without the use of medtronic imaging. There was a delay of less than 1 hour. No impact on patient outcome,